Event description:
A hospital in another country, reported to our distributor that the rt100 adult breathing circuit did not pass a leak test when it was connected to a ventilator (evita 2 dura/drager medical). They reported it seemed that the air leakage occurred on the expiratory side but it was impossible to identify the leaking point.

Manufacturer narrative:
The product mentioned is not sold in the USA but it is similar to a product which is sold in the USA. Pressure testing was carried out on the expiratory and inspiratory tubes of the returned breathing circuit. Results: no other complaints of this nature were reported for this lot number. The circuit performed to the required pressure specifications. There was a small pressure drop which is expected and was within the allowable leak limits. Conclusion: no fault was found. The leak is likely to have been from a loose connection in the breathing circuit which is readily corrected by checking all connections and pushing them tight. The instructions for use state to push all connection tight before use. Our monitoring and trending for this type of event shows a rate of occurrence of 0.0036%.